Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined how the device may have caused or contributed to the patient's complaint. An evaluation of the device cannot be performed as the device was discarded by the facility. According to the reporter, suction was not used during surgery. Per the dfu (dfu-0242), under precautions: for rf probes, failure to attach the suction adapter to an external suction source may cause thermal injury to the patient or user. Lot number was not provided so device history record review cannot be performed. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient suffered burns after undergoing a shoulder procedure where the 90° multiport rf apollo wand was used. Suction was not used during the case. No further information available.